Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was admitted from clinic for drop in hemoglobin (hgb) over 2 weeks. It was stated that the patient was transfused 2 units packed red blood cells (prbc's). Hgb remained stable x 72 hours. Patient was discharged home on (B)(6) 2016 with adjustment to anticoagulation regimen and to date it was stated that the patient is doing well with no further gastro intestinal episodes. No additional information available.